Event description:
Pt was scheduled for non-coagulation prostate laser. When dr began procedure after inserting the fiber in the proper position, the laser screen continued to display error message "black body". Used laser manual for troubleshooting and performed the required steps to correct the condition to no avail. Telephone call placed to laser rep, could not reach at first. Call then placed to co and subsequently put on "hold" for approx five minutes. Troubleshooting continued by replacing the fiber again to no avail. Error message continuted approx 10 minutes and conversation ensued between rep and dr. Case aborted and rep scheduled to be at facility on 12/3/1998 to check out the equipment. The only procedure performed on the pt was a cystourethroscopy. Dr to provide explanation to pt and family. Operating room manager was made aware of this above-described situation.